Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: IFU statements: the contralateral leg device instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the complaint. Warnings on usage: 10. Do not change the location of the endoprosthesis once it has started to be deployed. [Otherwise, it may end up causing vascular damage or being placed in the wrong location.] [Pre-treatment planning]: 1. Measure accurate size of the aneurysm and determine appropriate sizes of the trunk-ipsilateral leg and contralateral legs as well as aortic and iliac extenders. Follow the package insert of ¿excluder (c3 delivery system) or ¿gore® excluder® conformable aaa endoprosthesis (trunk-ipsilateral leg)¿ when selecting the appropriate size of trunk-ipsilateral leg component. [Arterial access and angiography]: 1. Following standard procedure, access the intended contralateral site via a percutaneous diagnostic sheath, conduct dsa (anteroposterior, lateral, and oblique views as needed) using a marker catheter, and determine the proper size of this product and confirm the prosthetic deployment site. The marker catheter should be maintained at the level of the intra-aortic renal artery outflow. Possible defects and adverse events include: 1) severe adverse events: vascular spasm or vascular trauma (eg., ilio-femoral artery dissection, excessive bleeding, vascular rupture, mortality) w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. When deploying a contralateral leg component on the left side, the internal iliac artery was unintentionally covered. The physician attempted to push the contralateral leg up by a gore® molding & occlusion balloon catheter. After this attempt, rupture of the left common iliac artery was confirmed. An iliac extender was placed to cover the ruptured site. The procedure was concluded with unintentional coverage of the left internal iliac artery. The reporting physician commented as follows: during angiography, the left iliac bifurcation was misread.